Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2015 with the following findings: the black box showed several call service alarms associated with a communication module fault. The returned battery cap and cartridge cap were used to complete the investigation. No related call service alarms or any other alarms occurred during the investigation; product analysis was unable to duplicate the initial call service alarm issue complaint. The pump was opened for further investigation, and moisture corrosion was found to the communication module circuit. Unrelated to the initial complaint, the bolus button cover and the white slug were detached and missing from the pump which prohibited complete testing. The display contrast was found to be dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.